Event description:
A caller reported a malfunction on the pump, identified as malfunction code 12, which was resettable. There was no adverse impact to the customer¿s blood glucose level, as it remained below 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support in resetting the pump, and the malfunction did not recur afterward. The customer was instructed to continue using the pump and was advised to call back if the issue recurred.